Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not receiving insulin and ended up in the hospital. The mother stated that the insulin pump kept alarming no delivery when it is connected to her daughter. It was stated that the insulin pump was not available for troubleshooting at time of the call. No further information was provided.